Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had noise that was being oversensed. The lead was removed using a laser sheath. No symptoms were reported. The patient tolerated the procedure well.